Manufacturer narrative:
H.6. Investigation summary: the customer reported the new design change does not provide a proper seal, and returned one photo. The photo verifies the complaint as a leakage issue. The root cause cannot be found without the physical sample, however there is unlikely to be something 'wrong' with the sample. The design change has caused issues, and the root cause is more related to user error/training. The following are tips that the nurses may find helpful to ensure a secure connection: luer slips should be inserted with a straight in motion and rotated ¼ turn clockwise. Never leave luer slips unattended. If mating luer is 2-piece spin collar, pull back collar, insert luer with a straight in motion and rotate ¼ turn clockwise, then push spin collar down and tighten. Device history record review for model mp5301-c lot number 22069226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked during use. The following information was provided by the initial reporter: "the new design has a shorter insertion tip and the luer lock does not provide a proper seal. This appears to be caused by the luer lock being further down the tip. Leakage occurs as a result"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked during use. The following information was provided by the initial reporter: "the new design has a shorter insertion tip and the luer lock does not provide a proper seal. This appears to be caused by the luer lock being further down the tip. Leakage occurs as a result".